Event description:
The account alleged the bed went into chair position on its own. No patient impact.

Manufacturer narrative:
The accounts troubleshot the bed and were unable to duplicate the issue, all articulations as designed.